Event description:
It was reported that during a myosure procedure for uterine tissue removal, the fluid deficit went from 700cc to "above 2,5000cc" rather suddenly. At this point 80% of the pathology had been removed and the procedure was aborted. No assessment was made for a perforation but the physician suspected a uterine perforation "due to unexplained fluid loss". The "patient did great and was discharged" after a brief recovery period. On (B)(6) 2013 the physician reported the patient has returned to her office her follow-up and "she continues to do well".

Manufacturer narrative:
Lot number of the disposable device not provided by the complainant, therefore the expiration date is not known. Serial number of the myosure control unit and hysteroscope not provided by the complainant. (B)(4) (fluid deficit). The disposable device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was not able to be conducted for the myosure system as product identification numbers were not provided by the complainant. According to the instructions for use( IFU) warnings: to avoid perforation, keep the device tip under direct visualization and exercise care at all times when maneuvering it or cutting it close to the uterine wall. Never use the device tip asa probe or dissecting tool. (B)(4).